Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D4: lot number unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported that the screw on the implant at tooth location #(B)(6) loosened and the screw was replaced. The implant remains implanted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The reported screw was not returned for investigation. Therefore, visual evaluation and functional testing could not be performed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were improper techniques used during placement ¿ inadequate treatment planning. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.